Event description:
It was reported that the scope looked scuffed and blurry and procedure completed using replacement device.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
Alleged failure: the scope looked scuffed and blurry. Procedure completed using replacement device. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be extreme handling during product transport or cleaning/sterilization. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the scope looked scuffed and blurry and procedure completed using replacement device.